Event description:
It was reported that the ilet bionic pancreas sustained a cracked touchscreen, after which the screen would power on but the buttons were unresponsive, and the device appeared to continue automated dosing; backup therapy was available and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including submitted photos. Investigation of this case revealed a fracture of the touchscreen with stress-related damage identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.